Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the performa system. Reference medwatch report with patient identifier (B)(6) for the advantage/sensor system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 350 mg/dl (advantage/sensor system) and 120 mg/dl (performa system). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.